Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 19.4 mmol/l at the time of the incident. Troubleshooting was performed. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The device received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and faded serial number label.